Event description:
While completing a meniscus repair the surgeon utilized a knot pusher/suture cutter to cut the suture and position the suture knot flush with the surface of the meniscus. However, when the surgeon advanced the knot pusher a black material could be viewed (under magnification) at the distal end of the instrument. The investigation of this product did not provide a cause of the black substance. There was no pt injury or complications reported following the procedure.